Event description:
Pt revised for medial tibial plateau collapse.

Manufacturer narrative:
Primary report as 2001? This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.